Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013081640); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID l-evolutfx-34 (lot: 0012804160); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, an unspecified valve malfunction occurred. The delivery catheter system (dcs) and compression loading system (cls) were replaced. The valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, an unspecified valve malfunction occurred. The delivery catheter system (dcs) and compression loading system (cls) were replaced. The valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that after implantation, regurgitation was noted and a post-implant balloon dilation was performed using a 26 mm balloon. After the dilatation, massive regurgitation appeared. On echocardiogram it seemed that one leaflet was broken. A second valve was successfully implanted in the first valve and resolved the regurgitation.

Event description:
It was reported that during a transcatheter heart valve procedure, an unspecified valve malfunction occurred. The delivery catheter system (dcs) and compression loading system (cls) were replaced. The valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that after implantation, regurgitation was noted and a post-implant balloon dilation was perform ed using a 26 mm balloon. After the dilatation, massive regurgitation appeared. On echocardiogram it seemed that one leaflet was broken. A second valve was successfully implanted in the first valve and resolved the regurgitation. Additional information was received that massive regurgitation was severe central aortic regurgitation. On echocardiogram, the broken leaflet was observed moving up and down with the flow. A post-implant balloon dilation was performed with a semi-complaint non-medtronic balloon. One inflation was performed using a syringe with an inflation time of approximate 4-5 seconds with a max inflation pressure of 2 atmosphere(atm). Per the physician, the patient did not have any anatomical features that contributed to the event. Additional information was received that the regurgitation remained severe after the post-implant balloon dilation.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that massive regurgitation was severe central aortic regurgitation. On echocardiogram, the broken leaflet was observed moving up and down with the flow. A post-implant balloon dilation was performed with a semi-complaint non-medtronic balloon. One inflation was performed using a syringe with an inflation time of approximate 4-5 seconds with a max inflation pressure of 2 atmosphere(atm). Per the physician, the patient did not have any anatomical features that contributed to the event.